Event description:
A facility reported five workers complained of itchy eyes with redness and sinus like symptoms while working in a room where cidex opa was used. The workers did not receive any medical treatment and the symptoms resolved when they leave the room. The facility will research the ventilation requirements in the room. The facility stated that the doors are usually closed and the air exchanges are less than 10 per hour.

Event description:
A facility reported five workers complained of itchy eyes with redness and sinus like symptoms while working in a room where cidex opa was used. The workers did not receive any medical treatment and the symptoms resolved when they leave the room. The facility will research the ventilation requirements in the room. The facility stated that the doors are usually closed and the air exchanges are less than 10 per hour.

Event description:
A facility reported five workers complained of itchy eyes with redness and sinus like symptoms while working in a room where cidex opa was used. The workers did not receive any medical treatment and the symptoms resolved when they leave the room. The facility will research the ventilation requirements in the room. The facility stated that the doors are usually closed and the air exchanges are less than 10 per hour.

Event description:
A facility reported five workers complained of itchy eyes with redness and sinus like symptoms while working in a room where cidex opa was used. The workers did not receive any medical treatment and the symptoms resolved when they leave the room. The facility will research the ventilation requirements in the room. The facility stated that the doors are usually closed and the air exchanges are less than 10 per hour.

Event description:
A facility reported five workers complained of itchy eyes with redness and sinus like symptoms while working in a room where cidex opa was used. The workers did not receive any medical treatment and the symptoms resolved when they leave the room. The facility will research the ventilation requirements in the room. The facility stated that the doors are usually closed and the air exchanges are less than 10 per hour.

Manufacturer narrative:
F10: other - itchy eyes with redness and sinus like symptoms. Exposure to cidex opa.